Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It was not disclosed what the pt was being treated for. The product was implanted during surgery on (B)(6) 2010. The only complaint via the attorney was that the pt suffered pain and discomfort. It is not known when the event occurred. It is not known what the pt's current condition is. No information has been confirmed by a health care professional.